Manufacturer narrative:
(B)(4). Reported event was confirmed by review of pictures provided. Device was not returned. Visual evaluation of the provided photo shows a piece of the impactor has fractured. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was fractured during implantation. Attempts to obtain additional information have been made; however, no more is available at this time.